Event description:
Boston scientific received information that the patient implanted with this pacemaker underwent a non-device related procedure. Following the procedure the patient was pacing at 125 beats per minute (bpm) to 128 bpm and was symptomatic. Boston scientific technical services (ts) discussed programming rate response off until the patient recovers and then reprogramming the pervious parameters back on. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.